Event description:
A nurse reported during a procedure they were unable to clear a system message displayed. The surgery was completed with an alternate system with no impact to the patient.

Manufacturer narrative:
A sample has been received by the manufacturer and is in the process of being evaluated. (B)(4).